Manufacturer narrative:
The manufacturer previously reported information that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's motor blower was replaced to address the issue. After replacement of motor blower, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. Determination made that unit will be scrapped.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's motor blower was replaced to address the issue.